Event description:
It was reported that the pump had displayed no disposable downstream occlusion (dso). There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that pump displayed no disposable downstream occlusion (dso). No service history in last 12 months. Review of event log found no errors/faults pertaining to complaint. Visual and functional testing was performed. Complaint of dso no disposable was confirmed. Replaced dso sensor and seal. Device passed all testing post repair.